Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2016. The patient was having an MRI not due to a problem with the device or therapy. No symptoms were reported. The patient had a MRI of the femur in (B)(6) 2016 with and without contrast; it was a very long MRI. The patient complained of severe heating over the pump and pocket area. The patient was scheduled for another MRI of the c-spine and the patient was concerned about the heating again.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2017-01-09. It was reported that the patient had a 90 minute MRI a while ago and the patient was questioning if she had tissue damage due to the pump overheating.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, clonidine and bupivacaine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and complex reg pain syndrome type I. The date of the event was (B)(6) 2016. It was reported the patient had magnetic resonance imaging (MRI) (B)(6) 2016. The pump was on such fire that the patient had to stay there for 45 minutes until the heat went down. Two doctors were called. The pump was hot every day and burns constantly. The patient used a bolus every three hours. The patient could set a clock by the pain of the pump for when it started to burn again.

Event description:
Additional information was received that reported the patient felt warmth at the pump site. The patient reported spontaneous heating of the pump. The physician reported this to the company representative and wanted to confirm that this is not possible. There were no environmental, external or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed and no interventions or actions taken to resolve the issue. No surgical intervention occurred or was planned. The issue was not resolved at the time of the report and the patient status was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.